Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was found to be fractured when getting the system ready for MRI therapy. There was a signal artifact monitoring episode recorded. The pacing impedances were above the normal limits. The patient will have a follow up with the physician. The rv lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was found to be fractured when getting the system ready for MRI therapy. There was a signal artifact monitoring episode recorded. The pacing impedances were above the normal limits. The patient had a follow up with the physician. The rv lead was explanted at a surgical intervention. A new lead was placed without issue. The field representative reported a little gap under fluoro at the point of venous entry, confirming the fracture. The ICD remains in service. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 182 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of fracture, noisy signals, oversensing, and pacing impedance high out of range were likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was found to be fractured when getting the system ready for MRI therapy. There was a signal artifact monitoring episode recorded. The pacing impedances were above the normal limits. The patient had a follow up with the physician. The rv lead was explanted at a surgical intervention and is not expected to be returned. The lead will not be returned. A new lead was placed without issue. The field representative reported a little gap under fluoro at the point of venous entry, confirming the fracture. The ICD remains in service. No additional adverse patient effects were reported.